Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported a broken belt clip. The customer's blood glucose was 96 mg/dl. The customer stated they were able to clear the alarm by pressing escape and act. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.